Manufacturer narrative:
The complaint investigation for a falsely depressed result included a search for similar complaints, a review of complaint text and the attached data, trending data, labelling, field data, and device history records. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review on lot 19505ui00 did not show any non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue. Historical performance in the field of lot 19505ui00 using worldwide data through abbottlink was evaluated. The field data review showed that the median patient result is within established limits, indicating that the lot is performing as expected. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent, lot 19505ui00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer due to privacy issues.

Event description:
The customer reported falsely depressed architect tsh results on one patient. The results provided were: on (B)(6) 2020, sid: (B)(6); initial = 0.0145miu/ml / retest = 2.5 / 2.5 result confirmed on same patient with a different tube. There was no reported impact to patient management.